Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing, the 30-degree endoscope plus was not moving right. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter was not sure of the movement of scope. It was unknown if the scope moved in the intended direction. No report of any collision. The issue was persistent, and it was resolved by using a spare scope. No report of any injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus 30 vision equipment was analyzed and found with the attached endoscope adaptor (aea) delrin degradation. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone b. The endoscope cable integrated connector was tested by slightly shaking the connector and a rattling noise was identified within the connector. Connector was disassembled and found a latch of paddleboard loose within the connector. The complaint was confirmed by failure analysis. The probable root cause is attributed to an aea component degradation which caused poor gearing and imprecise movement respectively.

Event description:
Refer to h11 for follow-up information.